Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error when he woke up and that the pump stopped working. Customer's blood glucose was 400 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and no delivery and customer was able to complete the rewind sequence but customer could not continue with troubleshooting as he had to go to work. Customer indicated that he would revert to a back up plan and would like to have someone call home back later.